Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a polarity switch to unipolar. Clinic interrogation revealed high, undefined unipolar impedance, no sensing at max sensitivity, and no capture. The device was then reprogrammed back to bipolar, and it was noted the impedance was greater than undefined ohms and there was no capture at max output. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.